Event description:
Rptr had bilateral tmj surgery with this implant which failed. In 1989 bits and pieces were removed, then a derma graft was performed which has also failed. She has spurs growing in the tmj joints and severe pain with a burning sensation 24 hrs a day. Rptr is in need of another surgery. She had to stop working because of the pain.